Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2015. On the final date recorded in the history log on (B)(6) 2015 the device is manually powered on nine times. This may have been the user power cycling the device or the beginnings of a membrane failure. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups recorded in the history log. There were however multiple manual power ups mainly under on minute duration recorded on the (B)(6) 2015. These multiple manual power ups may indicate the device was switching itself on automatically. The membrane will therefore be replaced as a precaution. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.